Manufacturer narrative:
(B)(4). A visual examination of the returned capio slim device revealed that the carrier broke. The broken section of the carrier was returned, consequently confirming the reported complaint. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the most probable cause for this complaint is design inadequate for purpose. An investigation is open to address this issue.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a pelvic floor repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as the doctor tried to deploy the suture, the carrier broke inside the patient and was retrieved using forceps. The procedure was completed with another capio slim device. There were known consequence or impact to the patient. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a pelvic floor repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as the doctor tried to deploy the suture, the carrier broke inside the patient and was retrieved using forceps. The procedure was completed with another capio slim device. There were known consequence or impact to the patient. The patient's condition after the procedure was reported to be stable.